Event description:
It was reported that the patient presented to the hospital for a pacemaker upgrade procedure on (B)(6) 2022. While attempting to implant the pacemaker, it was noted that the pacemaker pocket was pulsating. Physician found discoloration on the right ventricular (rv) lead which was caused from insulation damage. The patient received extracardiac stimulation because of the insulation break. After multiple attempts, the rv lead was capped and replaced without further incident in the same procedure on (B)(6) 2022. The patient was in stable condition.